Event description:
It was reported that a malfunction alarm occurred multiple times for the customer's pump, and this was the first occasion they contacted customer technical support. There was no reported impact to the customer's blood glucose level as they declined to share this information. The pump was within warranty and needed replacement. Customer technical support confirmed the customer's shipping address, provided instructions for transporting the pump in storage mode, and arranged for the problematic pump to be returned using a pre-paid label and return box. The customer received a replacement pump, but details about backup therapy were not provided.